Event description:
The patient experienced increased tremor following a fall. Device troubleshooting showed the batteries of the programmer were ok. The deep brain stimulator was on. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.